Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a super cap post and backup audible alarm post. A functional test was performed the reported issue was duplicated. During the testing, a travel coarse error occurred. The cause of the reported issue was due to the main printed circuit board and supercap. As a result, the plunger position potentiometer was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a super cap error. During physical inspection, it was found that there was a travel coarse error. There was no patient involvement, no patient injury was reported.